Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in clinic for a routine device interrogation. Upon interrogation, the right atrial lead exhibited mode switches due to noise. The noise was not reproducible in clinic. All tests on the right atrial lead were normal. The device was reprogrammed. The patient was asymptomatic during these events and would be monitored.